Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. External/internal inspection was performed and passed. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient received a high drain 104 (night drain cycle four) alarm on the homechoice device. The alarm occurred on (B)(6) 2014. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm was found during a review of the device log by the technical service representative (tsr). The tsr discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.